Event description:
As reported, after the 14fr esheath plus removal, the perclose sutures failed. A surgical cutdown was performed. The common femoral artery was successfully repaired. The esheath plus was prepped per the IFU and was not thought to be a cause of the failed percutaneous closure . Attempt. The patient alive at end of procedure. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 22-aug-2023 for mw5121132. Correcting procode.